Event description:
The customer reported that, the unit failed the extended self test. The ECG test failed the paddles status check.

Manufacturer narrative:
The evaluation of this failure is based on info provided by the customer. The device was not returned to philips for evaluation.